Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 35 mg/dl. Last night was the first time customer collapsed after not feeling a low. Customer started feeling confused and passed out. The current blood glucose was 154 mg/dl. Customer treated low blood glucose with glucose tablets. This morning the blood glucose was 118 mg/dl and then was dropping. The drive support cap appears normal. Based on customer report customer does not allege pump was over delivering. Customer may have over bolused a little last night. Customer advised to monitor pump and if it happens again to call back for further issues. The insulin pump will not be returned for analysis.